Event description:
On 09/17/2025, the user reported scraping her infusion site while in a pool and observed a small amount of bleeding at the area. The agent advised that a site change is recommended when the site is compromised. The user stated that blood glucose (bg) levels were low earlier that morning around, measuring 56 mg/dl, but were within range at the time of the call. The user elected to change the infusion site the next day. No medical intervention or hospitalization occurred.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.